Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a bilateral bhr resurfacing construct had been implanted on (B)(6) 2009, the patient experienced pain in the right hip and unspecified systemic symptoms. A revision surgery was performed on (B)(6) 2022 to treat this adverse event. During this procedure, the bhr resurfacing head was explanted and replaced with a thr system. Intraoperatively, a mild dark staining of the synovium was noted around the metal-on-metal articulation. The patient¿s outcome is unknown.

Manufacturer narrative:
H3, h6: it was reported that a right hip revision surgery was performed due to pain in the right hip and unspecified systemic symptoms after a bilateral bhr resurfacing construct had been implanted. Intraoperatively, a mild dark staining of the synovium was noted around the metal-on-metal articulation. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without definitive batch numbers, a complete review of the historical complaints data cannot be performed for the devices concerned. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints were identified for the acetabular cup and the femoral head; however, as the devices are no longer sold, no action is to be taken. As no device batch numbers were provided for investigation, manufacturing record review, device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. The clinical information provided, of the pain and mild, dark staining of the synovium may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.